Event description:
It was reported by the physician's office they had received a message on the vns programming system stating the following: ¿programmed current is possibly not being delivered at the specified level (possibly limited by battery voltage, lead impedance, or other reason). Reprogram the pulse generator to a lower output current and a wider pulse width. If you have questions, please consult the physician¿s manual or contact cyberonics¿. This message indicates the device was programmed to an output current above its capabilities for the given resistance load. A review of the manufacturing records for the generator confirmed the generator passed all tests prior to distribution. Attempts for additional relevant information have been unsuccessful to date.